Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave catheter was used, when ablating the left superior pulmonary vein (lspv) the flush port broke off the catheter. The catheter was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.